Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).

Event description:
It was reported that the reporter had seen catheters back out into the pocket site. These events occurred ¿years¿ prior to this report.